Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned for investigation. The opinion of the medical expert was requested on this case despite the very limited information provided, and stated as follows. Failure of total shoulder replacement over time is a known complication. In case of a revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where no such information is available, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. Due to these limitations, I am unable to provide statements about the patient, the procedure, and/or the device in relation to cause of the failure. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, the revision of ascend flex stem and gleno (concomitant) was done due to fracture of the greater tuberosity. No further information was provided.

Event description:
It was reported that, the revision of ascend flex stem and gleno (concomitant) was done due to fracture of the greater tuberosity. No further information was provided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.